Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was clarified that the seizure and stroke in (B)(6) 2017 were not cause by or related to the device or therapy. The cause of the patient not feeling stimulation was unknown. It was reported the cause of the overstimulation was the stimulation being turned up and it was turned down to resolve the issue. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw their healthcare provider on (B)(6) 2018 and had their therapy adjusted. Since then, the patient was going more often and seemed to be worse. Patient was not feeling stimulation on any of the programs since the adjustment. Caller stated they had changed to program every day since saturday (B)(6) 2018 to see if anything would work. Caller reported they thought the patient was overstimulated, which was clarified to mean that thought maybe the stimulation was too high because the patient was saying something was wrong since (B)(6) 2018. Caller reported the patient had a seizure a couple of weeks prior, there was trauma related to the issue. Caller was redirected to follow-up with the healthcare provider to have the ins and leads checked. No further complications were reported or anticipated.